Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg site was uncomfortable. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was relocated. The issue is now resolved.